Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe had a layer of lubricant on the syringe plunger. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: ten retained samples of 50ll lot 1706256p are evaluated. On visual inspection of these ten retained samples, no foreign matter can be observed in any of the plungers neither any stain of lubricant. DHR of lot 1706256p has been reviewed not finding any annotation or deviation regarding the alleged defect. Silicone is employed to lubricate the barrels during assembly process. Silicone content test is done per lot during manufacturing process according to procedure. On checking the results for this test during manufacturing process they are within specification limits according to procedure. Stoppers are also lubricated by supplier to make easier assembly and plunger movement. Final products in this manufacturing line and this lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Investigation conclusion: according to retained samples evaluation, no foreign matter defect has been found in the syringe